Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 25mg/dl. Customer indicated that the pump leaked and alarmed motor error. The customer had no symptoms and treated for the low blood glucose with glucagon. Customer's blood glucose level was 109mgdl at the time of the call. The customer was assisted with troubleshooting and the customer indicated they were unsure if their new doctor changed the pump settings. Customer also indicated that the pump alarmed unexpected restart and was advised to restart pump and program date and time. There was no further information provided by the customer or troubleshooting.